Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
It was reported through a legal event that a male patient had hernia repair surgery on (B)(6) 2010. During the hernia repair surgery, the surgeon implanted a strattice; the records indicate this is a strattice firm mesh; the lot and batch numbers for that mesh are s16582-181. The catalog and serial numbers for that mesh are (B)(4). After surgery, the patient had a revision/removal surgery on (B)(6) 2010. During that surgery, the surgeon implanted a second strattice mesh in him. The records indicate this is a strattice firm mesh. The lot and batch numbers for that mesh are s10807-161. The catalog and serial numbers for that mesh are (B)(4). On (B)(6) 2011, the patient had a revision/removal surgery. No other information was provided. This record is associated with the device implanted on (B)(6) 2010; lot s10807-161. S10807-161 is a valid lot number; however this is an EU distribution lot therefore, this lot cannot be associated with this event and has been updated to unknown.